Event description:
It was reported by user facility medwatch, the device would not staple correctly, and would staple every other one. It is unknown how the case was completed or whether there were consequences to the pt.